Event description:
Reportable based on the product analysis completed on (B)(4) 2014. It was reported that during a percutaneous intervention (pci) procedure, difficulty crossing the lesion occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. The physician advanced a 4.0x16mm promus premier stent but could not coss the lesion. The procedure was completed with a 4.0x16mm synergy stent. There were no patient complications reported and the patient status is stable. However, the returned product analysis revealed that the stent was damaged and had moved on the balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual examination found no defects on the balloon sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A tactile and visual examination found one hypotube kink approximately 224mm distal from the strain relief. The stent had moved approximately 7mm distal to the proximal markerband. There was also distal stent damage noted. The tip also showed signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(6).